Event description:
Customer reportedly obtained a result of 140 mg/dl on the advantage system while feeling hypoglycemic symptoms. Due to the result, the customer took his normal 35 units of 70/30 novolin insulin. Customer ate and within 90 minutes passed out. The paramedics were called and tested customer at 23 mg/dl. A glucose IV was administered and juice was given to the customer. Requested return of suspect system; however, strips and meter are unavailable for return. Replacement was sent.